Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient decompensated during the implant procedure and passed away. The right ventricular (rv) lead had already been positioned in the patient when the patient coded. The field representative confirmed there were no allegations against the lead as the cause of death was being attributed to the anesthesia that induced acute respiratory failure.